Manufacturer narrative:
(B)(4) device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent migration occurred. The patient had a stricture in the superior vena cava (svc) that was unresponsive to balloon dilation, therefore a 16x40/9fr 75cm wallstent endoprosthesis was implanted for treatment. Approximately 2-3 weeks post procedure, the patient complained of chest pain and it was discovered that the stent had migrated into the right atrium. The stent was removed via the femoral vein entry site utilizing an endovascular-combined approach from the jugular and femoral veins. No other stent was implanted in the superior vena cava.